Event description:
It was reported that the device had display / screen. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a,b,c,d and g grid, manufacturer narrative (DHR and shr). A review of the device history record showed the device had a manufacture date of 23jul2019. The review was performed from the date of manufacture to the present date 02jul2021. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation a review of the complaint history for sn (B)(4) was performed in which confirmed similar complaints with the same or related failure mode for this serialized device. A review of the device history record showed the device had a manufacture date of 23jul2019. The review was performed from the date of manufacture to the present date 28apr2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had display / screen. There was no patient involvement.